Manufacturer narrative:
Medwatch sent to FDA on 02/02/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with xand then injected to the cheeks with juvederm voluma with lidocaine. Approximately 3 months after injection patient developed indurations in left and right upper cheek, light swelling, and tenderness on palpation at the cheeks. Patient was treated with fractional laser to the "swollen" areas and injection of hylase. Patient's induration and swelling are resolving and the left side is better than the right side, however symptoms have not resolved and "further therapy" is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of indurations, swelling, and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of indurations, swelling, and tenderness as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported prior to injection patient was pretreated with xand then injected to the cheeks with juvederm voluma with lidocaine. Approximately 3 months after injection patient developed indurations in left and right upper cheek, light swelling, and tenderness on palpation at the cheeks. Patient was treated with fractional laser to the "swollen" areas and injection of hylase. Patient's induration and swelling are resolving and the left side is better than the right side, however symptoms have not resolved and "further therapy" is ongoing.